Manufacturer narrative:
Litigation papers allege the following: after the surgery, patient began experiencing pain, tightness and other symptoms in his left hip/left leg. His symptoms continued and increased. He underwent numerous cortisone injections to the area of his left hip, however, the symptoms continued and increased. On (B)(6) 2009, because of the continued and increased symptoms, patient underwent a left hip arthrotomy, excision of ectopic bone of the left hip and repair of the abductor tendon of the left hip. Patients symptoms continued and increased. On (B)(6) 2009, he underwent an irrigation and debridement of a left hip wound that had developed, an open repair of the vastus lateralis proximal tendon and deep fascia, closure of the left hip wound and aspiration of the left hip joint. Patients symptoms continued and increased. He also experienced a build-up of fluid in his left hip. Patient was also suffering from groin pain and dramatic muscle/tissue loss in the area of his left hip. Patient is now in the process of being scheduled to undergo a left hip revision. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update jul 05, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges that patient cannot walk. After review of the medical records for the MDR reportability, patient was revised due to chronic pain status post left total hip replacement felt likely alval syndrome. Revision notes stated that there was thick scar tissue present and some turbid fluid, but no obvious pus. The stem and acetabulum was very tight and no evidence of loosening. The soft tissue of the hip was not characteristic for alval syndrome. In addition to what was previously reported, clinical notes reported focal body reaction, fibrosis and reactive synovium, and greater trochanteric bursitis. Fluoroscopy guided left hip aspiration yielded a cloudy serous looking fluid. Laboratory results for metal ions were below 7ppb. Updated product information. This complaint was updated on jul 24, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the following: after the surgery, pt began experiencing pain, tightness and other symptoms in his left hip/left leg. His symptoms continued and increased. He underwent numerous cortisone injections to the area of his left hip, however, the symptoms continued and increased. On (B)(6) 2009, because of the continued and increased symptoms, pt underwent a left hip arthrotomy, excision of ectopic bone of the left hip and repair of the abductor tendon of the left hip. Pt's symptoms continued and increased. On (B)(6) 2009, he underwent an irrigation and debridement of a left hip wound that had developed, an open repair of the vastus lateralis proximal tendon and deep fascia, closure of the left hip wound and aspiration of the left hip joint. Pt's symptoms continued and increased. He also experienced a build-up of fluid in his left hip. Pt was also suffering from groin pain and dramatic muscle/tissue loss in the area of his left hip. Pt is now in the process of being scheduled to undergo a left hip revision.